Manufacturer narrative:
(B)(4)

Event description:
It was reported that loss of capture was observed on the rv lead. It was noted that the patient was also experiencing exit block. Patient was stable before, during and after the event. No further information.